Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 420-515 mg/dl. Cause of bg level was not known. Customer mentioned that they have a urinary tract infection. Customer administered a manual injection to address the issue and went to the emergency room with small ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer declined follow up to obtain discharge date.